Event description:
The manufacturer representative (rep) reported on (B)(6) 2021 that they tried calling the patient. They left a voicemail but hadn't gotten a response. They would continue to try to get a hold of the patient. On (B)(6) 2021, the patient contacted patient services and reported the stimulation was "surging". It was reviewed with the patient that they were redirected to go see their doctor about the stimulation issue. Patient services also notified the rep that the patient contacted patient services again. The rep responded stating they would call the patient back again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the hcp met with the patient and adaptive stim was not set up. The cause of the stimulation changing was not determined. The patient was reprogrammed for better pain relief and the issue was resolved; the patient was pleased. Additional information was received from the patient. It was reported that the patient's stimulator has "been going crazy". The patient stated their stimulation increases by itself and they're unable to increase stimulation as high as they once could. Patient services (pss) reviewed adaptive stim feature and patient did not know what that was. Pss instructed patient to select program 1 on group a to see if adaptive stim was turned on but nothing happened when program 1 was selected. The patient stated they've contacted their healthcare provider about the issue and was instructed to contact a manufacturer representative (rep).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said for about the past year, they've noticed their stimulation settings change on its own. The patient stated their settings changed from 4.8 to 6.4 to 4.3, all while the patient was on the call. Patient services (ps) reviewed information relating to adaptive stim and patient did not have any knowledge of the adaptive stim feature. Ps attempted to confirm if the patient had adaptive stim enabled on their device but patient was unable to confirm. The patient was redirected to their healthcare provider to further address the issue.